Event description:
It was reported that the patients ipg does not hold a charge. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure. No further information could be obtained despite good faith efforts.